Manufacturer narrative:
(B)(4). The incident device was discarded by the site and is not available for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the clear insulation came off the electrode during use. The piece fell on the drape. There was no patient injury reported. The incident sample was discarded by the site.